Event description:
It was reported that an episode of atrial fibrillation occured and that the electrocardiogram data was not recorded on the device. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.